Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that an alter on the fast path summary was presented that did not make sense based on the programming. Programming changes were recommended.